Manufacturer narrative:
Insulin pump was received with no act and up button response due to corroded act and up keypad traces. Unable to perform prime/compromised force sensor system test and unable to verify for history anomaly due to no act button response. No ramping numbers anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 401 mg/dl. He treated his high blood glucose level with insulin. While rewinding the insulin pump, the numbers on the screen started ramping up without his input. The customer was advised that the device would be replaced and agreed to return the product for analysis.